Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking and was taped in multiple places by the emergency department people. Customer stated it was an ongoing battle with the new catheters and they reached out to urology to find out and they echoed the same thing. Also stated customer have not seen this one yet, but it seems like where the irrigation goes in the port was not sealed and it leaks and it was very clear plastic looking, which was placed in their emergency department, urology told the representative that they have been having these issues and it was documented as the 24f 3-way catheter.

Event description:
It was reported that the foley catheter was leaking and was taped in multiple places by the emergency department people. Customer stated it was an ongoing battle with the new catheters and they reached out to urology to find out and they echoed the same thing. Also stated customer have not seen this one yet, but it seems like where the irrigation goes in the port was not sealed and it leaks and it was very clear plastic looking, which was placed in their emergency department, urology told the representative that they have been having these issues and it was documented as the 24fr 3-way catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to bubble void on rubberize layer. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. Correction: g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned